Event description:
At the end of a transcatheter aortic valve replacement with edwards 23 mm s3 ultra via percutaneous right transfemoral approach. The cardiologist assisted by the cath lab tech was attaching the manta to the sheath, the manta clicked in place, and blood sprayed from the connection site onto the tech, ehs [(environmental, health, and safety)] protocols followed. The cardiologist was able to deploy the collagen and seal with no harm to the patient.